Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device energy output was lower than expected for child mode. The output was 34.87 joules at the 50 joules setting. In this state, inadequate or wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.